Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of live video output failure was confirmed. Cause of failure was a seating problem with the video input pcb and the video output pcb. Unit passed functional testing after the video input and output pcbs were reseated. The complaint investigation has concluded that this unit has succumbed to normal wear and tear since unit is over 8 years old. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the camera control unit presented a blacked out screen causing total loss of visualization during a laparoscopic tubal procedure. A backup device was utilized to complete the procedure. No patient injury or complications were reported.